Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. It appears that the device had shifted upon release. The patient was discharged. At the routine 45 day follow-up, it was confirmed via transesophageal echocardiography (tee) that the closure device had shifted and appeared to be occlusive.